Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie in drawer 4.2, position a3, was overfilled with medication, which prevented proper closing. The field service engineer (fse) had inspected storage space drawer 4.2, cubie a3, which could not be closed. It was found that the cubie had been overfilled with medication, preventing proper closure. Some of the medication had already been removed by the customer, and the fse confirmed the issue was resolved after this action. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 1.2 showed random cubies with errors. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.